Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a sore under the front therapy electrode. The patient's nurse stated that they intended to treat the irritation. The exact nature of the treatment is unknown. The patient's sore reportedly improved.